Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lv1/distal conductor was fractured in-vivo in the anchoring sleeve area. The lv2/proximal conductor was fractured in-vivo in the anchoring sleeve area. The analyst noted the full lead was returned with the serial number cut off the connector leg of the lead. The distal and proximal conductors were fractured at 22.5 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: biotronik-lead; serial# (B)(6) implanted: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited high, undefined impedances and noise resulting in atrial fibrillation (af) episode detection. It was determined that the lead had fractured and reprogramming was done. The lead was subsequently explanted and replaced due to the patient experiencing worsening heart failure. No further patient complications have been reported as a result of this event.